Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high and low blood glucose levels. The customer's blood glucose level was reported to be 24mg/dl. The mother states the customer had fallen and injured his head. The customer went to the emergency room and their blood glucose levels were noted to be high. The mother states there have been a black out, car accident and the emergency room visit. The mother did not have information about these incidents. The mother states they were working on seeing their former healthcare provider.